Manufacturer narrative:
The results of the evaluation performed indicated that the device is susceptible to fracture if not properly tightened during use. Correction action was implemented to reduce the probalbility of failure in cases where the device is not properly tightened to the stem implant.

Event description:
The threaded portion of the exterior broke during surgery. There was no adverse consequence for the pt or delay in surgery or anesthesia time.